Event description:
It was reported that during the right internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was successfully implanted completely covering the aneurysm neck. Nine months post procedure 50% stenosis was observed at the distal end of the stent and minimal proximal intimal hyperplasia at the proximal end of the stent. Patient was continued with the aspirin 100 mg per day. As per the site the adverse event had a causal relationship with the procedure and the subject flow diverting stent. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was 50 % stenosis at the distal end of the stent which resulted in stent deformation ¿fish mouthing¿ effect. There was a minimal proximal intimal hyperplasia at the proximal end of the stent with no stenosis present. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of 'stenosis with stent deformation'. Remains implanted.